Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "tried impacting the insert into the baseplate and it would not lock."